Manufacturer narrative:
510k: this report is for an unknown femoral recon nail (frn)/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an antegrade intramedullary procedure for subtrochanteric fracture of the right femur, closed with an associated injury of severe right acetabulum fracture with femoral head protrusion and left sided pubic rami fractures with right femoral artery injury and traumatic brain injury. There was an infection but there was no delayed union/nonunion of fracture. Other complication includes extensive ho with a connection between the acetabulum and greater trochanter. A reoperation occurred including wound vac, fasciotomy, excision of right hip heterotopic ossification) and quadricepsplasty right thigh. Manipulation under anesthesia right (right) was performed. The patient outcome is unknown. No further information is available. This report is for an unknown femoral recon nail (frn). This is report 1 of 4 for (B)(4).